Event description:
The customer reported that the system locked up and failed to produce fluoroscopic x-ray. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cable was evaluated between the dsid card and the disc. No conclusion can be drawn as further repair information is unavailable and no additional service information was provided.